Event description:
Related manufacturer reference number: 1627487-2023-02253. It was reported that the patient experienced a loss of stimulation following an automobile accident. During the surgery to replace the lead the ipg became inoperable. Ipg was placed into surgery mode prior to the procedure. Surgical intervention took place wherein the ipg and lead were explanted and replaced. Stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.